Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, he observed multiple events of glistenings in past, over a year and a half ago. No pts were harmed. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).